Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime/delivery test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window and missing end cap sticker. (B)(4)

Event description:
Customer's spouse reported via phone call that customer received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.